Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The cartridge product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved iol. The iol product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if an approved handpiece and viscoelastic were used. The product investigation could not identify a root cause. Additional information has been requested. There has been one similar complaint reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol's haptic became stuck in the cartridge when the iol was being implanted. There was patient contact. The patient was hospitalized. The procedure was completed sixteen days later. Patient information is not available. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the used cartridge was returned with the broken haptic stuck in the nozzle tip in a clump of solution. A small amount of solution is dried throughout the cartridge. The tip has heavy stress and an aneurysm. The cartridge product history records were reviewed documentation indicated the product met release criteria. The remainder of the lens was returned in the lens case. Solution and damage was observed to the lens. Product history records were reviewed for the iol and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved viscoelastic was used. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. (B)(4).